Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd¿ syringe had foreign liquid in it. The following information was provided by the initial reporter: "is it normal for there to be a liquid in a new unused syringe? I just went to use a syringe and when I pressed on the plunger a drop of liquid formed at the end of the needle."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe had foreign liquid in it. The following information was provided by the initial reporter: "is it normal for there to be a liquid in a new unused syringe? I just went to use a syringe and when I pressed on the plunger a drop of liquid formed at the end of the needle."